Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No blank display during testing. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that the insulin pump was not powering at all. Customer¿s blood glucose level was 199 mg/dl. Customer¿s mom also reported crack on the battery compartment. The customer also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.